Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure using prostyle devices. Reportedly, the foot was unable to be opened prior to plunger deployment (step 1 could not be performed). This occurred with a total of five devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in the description of incident are filed under separate report numbers.

Event description:
Subsequently to the initially filed report, the following information was corrected: it was reported that link separation/suture retrieval issues occurred with all 5 devices instead of the initially reported unable to complete step 1. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture retrieval issue was observed as a needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported suture retrieval issue and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 2983 removed.